Event description:
The pump delivered more medication to the pt than the facility had intended. The pt was sent to the ICU after they had fallen into a coma.

Manufacturer narrative:
On (B)(6) 2014, mr (B)(6) na reported, "bolus infusion regardless of infusion rate." On (B)(4), 2014, additional info was requested. Walkmed infusion had requested mr na complete a customer feedback form. A reply nor a completed customer feedback form were returned. On (B)(6) 2014, details surrounding the event were requested from mr na. A reply was not received. On (B)(6) 2014, a follow-up message was sent to mr na in regards to obtaining additional event details. On (B)(6) 2014, mr na reported "bolus infusion regardless of the setting value." In regards to pt injury, mr na reported, "transfer to the ICU after coma." Additionally, the following parameters were provided: "setting value: basal rate: 1.0ml/hr, bolus: 1.0ml/bolus, lock out (B)(6) 2014, the following questions were asked: a reply has not been received for the 13 questions that were directed to mr na. It is unclear whether the pump was directly involved in the pt's coma. Additionally, walkmed infusion does not expect the pump's return for an investigation.